Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Ec2401, ec5103, lower illuminator is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No reports will be submitted from this manufacturer internal reference number is 2028159-2023-00078. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system displayed messages and the surgery was continued with the lower illuminator. Procedure details and patient impact were not provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).